Manufacturer narrative:
Additional information: estimated date was used. Mean and mode used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema, inflammation, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema, inflammation, and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled ¿role of minimally invasive glaucoma surgery in the management of chronic open-angle glaucoma¿. Reportedly following trabecular microbypass stent system procedures, two (2) eyes presented with cystoid macular edema (cme) associated with decreased vision postoperatively. The initial report noted that the cme resolved without intervention. Through follow-up, the surgeon provided the following additional information. Per report, the surgeon believes both events of cme were related to postoperative inflammation, which was treated with medication. Reportedly, both patients were observed with epi-retinal membrane associated with visual distortion. Any omitted information was not available at the time of this report. Please see the attached article for further details.

Manufacturer narrative:
Additional information: estimated date was used. (B)(4) mean and mode used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Edema, inflammation, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema, inflammation, and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled ¿role of minimally invasive glaucoma surgery in the management of chronic open-angle glaucoma¿. Reportedly following trabecular microbypass stent system procedures, two (2) eyes presented with cystoid macular edema (cme) associated with decreased vision postoperatively. The initial report noted that the cme resolved without intervention. Through follow-up, the surgeon provided the following additional information. Per report, the surgeon believes both events of cme were related to postoperative inflammation, which was treated with medication. Reportedly, both patients were observed with epi-retinal membrane associated with with visual distortion. Any omitted information was not available at the time of this report. Please see the attached article for further details.